Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported by pushing the system in the guiding catheter, it was noticed that the hypotube shaft felt very slack. The xience was removed and it was confirmed it was in two parts. Another attempt was made with a 2.5 x 28 mm xience v and the shaft kinked. Ptca was finished with poba (balloon dilatation). No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance revealed that the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, on the hypotube, and on hub. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket were separated, 20cm distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to the separation. The material at the separation was stretched and jagged. There were two kinks in the hypotube, 18 cm and 19 cm distal to the strain relief tubing. There were two bends in the hypotube, 17cm and 44 cm distal to the separation. There was an unk abbott guide wire frozen in the inner member of the sds. There were two kinks in the tip, 1.3 cm and 2.5 cm proximal to the tipball. The guiding catheter used in the procedure was not returned. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurement met mfg criteria. The distal end of the sds was advanced through a new 6 fr guiding catheter and there was no resistance noted. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusion will be forwarded upon completion.